Event description:
The lead impedance measurements were tested after the neurostimulator (ins) was implanted and they were greater than 10,000 ohms. The lead was then tested with an external ins and the impedances were between 800 to 1000 ohms. The pt felt stimulation. The high impedances occurred in both ports. The ins was explanted a week later due to the doctor wanting to try the connection again and operating room access. Additional info has been requested.

Manufacturer narrative:
(B)(4).